Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to olympus. Since the device was not returned, the exact cause was unknown; however, omsc surmised that the reported phenomenon was occurred the following cause. There was contact failure because foreign matter attached on the electrical contact of the video connector of the endoscope. The voltage supplied to the device dropped by some cause and the device did not work properly temporarily.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic cholecystectomy with the otv-s300 and ltf-s190-10, an endoscopic image disappeared. The problem was resolved after the user reconnected the ltf-s190-10 to the otv-s300 and restarted the otv-s300. The user completed the procedure by using the device. There was no report of patient injury associated with the event. This is a report for otv-s300.